Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: the original device malfunctioned and a new sulu was opened. The patient went back to the operating room because of a post leak on (B)(6) 2011. The surgeon created an ileostomy resection of an anastomosis. No additional information available at this time.